Event description:
Brush head no longer stays securely attached, slips off from the hand piece, oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b crossaction toothbrush heads and the oral-b sensitive clean toothbrush heads no longer stayed securely attached and slipped off from the oral-b hand piece, model: 3764, mid-brushing. No injury was reported. 06-jan-2023 follow up via e-mail: the consumer was an adult of unspecified age. The suspect product lot was r 630 30554. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head...no longer stays securely attached...slips off from the hand piece - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b crossaction toothbrush heads and the oral-b sensitive clean toothbrush heads no longer stayed securely attached and slipped off from the oral-b hand piece, model 3764, mid-brushing. No injury was reported. On 06-jan-2023 follow up via e-mail: the consumer was an adult of unspecified age. The suspect product lot was r 630 30554. No injury was reported. On 27-mar-2023 case update: the concomitant product lot (for oral-b power oral care refills) was p2190. No injury was reported. On 06-apr-2023 case update from information initially received on 27-mar-2023: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
On 18-apr-2023: product investigation results: complained product received user handling was identified as root cause for the complaint.